Event description:
Drive devilbiss is the initial importer of the device which is a rollator. We have not received the device for evaluation. We will update this report when there is additional information as it becomes available. In an overabundance of caution we file this report due to the enduser hitting her head. The enduser caught her leg on the rollator and tripped. She fell and bruised her head. The rollator frame was bent from the incident.